Event description:
Following a diagnostic procedure, an angio-seal device was utilized for hemostasis in a pt's right groin. The pt later developed signs and symptoms of occlusion and was thus taken to the operating room. Verbal reports from medical staff indicate that this pt had a very small femoral artery, and that the device was found to be occluding the vessel. Attempts have been made to gather more information from the facility regarding this event; however, there have been no results communicated at this time. As of 4/13/1998 there has been no further report of complication or patient sequelae made to the MFR.